Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a continuous primary audible alarm. No adverse effects were reported.

Event description:
Additional information received: no patient involvement. No patient or clinical injury. Date of event is unknown.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case cracked by the front left bottom corner, the bottom case was cracked by the l bracket pole clamp, the battery door was cracked, and there was visible contamination. A review of the event history log identified primary audible alarm background (bgnd) test. During functional testing using power up and performed infusion /occlusion test the reported issue was unable to be duplicated. The root cause of issue was unable to be determined. Replaced speaker as a preventative and performed self-test/occlusion test. A corrective and preventative action has been opened to address the reported issue.